Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user was traveling in europe and accidently cracked the screen and then the touch screen became unresponsive, so the user had to revert to back up therapy. The agent arranged for a new ilet to ship to the user. Blood glucose (bg) was not affected. No symptoms were reported during the event, and no medical intervention required at the time of call.